Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left common femoral artery. A non bsc guide wire crossed the lesion. The sterling 6.0 x 40/135 (4f) balloon catheter was initially inflated to 8atms, the balloon then ruptured at 10 atms on the second inflation. The procedure was completed by inflating another same device twice to 6 atms. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).